Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation is a non-healthcare professional. (B)(4).

Event description:
Primary attune total knee implanted to treat severe end-stage tricompartmental osteoarthritis of the right knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Patient received a revision of the right tka due to pain, limited joint rom, crepitus, and walking difficulty as well as a radiographically identified loosened tibial tray. Upon entering the knee, the surgeon encountered and evacuated moderate effusion. Further intraoperative findings revealed significant synovial hypertrophy, wear on the tibial insert, and a grossly loose tibial tray at the cement to implant interface. A tibial crack was identified upon removal of the tibial tray. The patella and femoral components were well-fixed and retained. The patient was revised with depuy tibial components, unknown cement, and a competitor cone. The procedure was completed without complications. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.